Event description:
A caller reported an alarm 2 related to an occlusion issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, the customer was instructed by technical support to perform multiple steps, including disconnecting and tightening the tubing and delivering several boluses to resolve the alarm issue. Ultimately, the caller successfully completed a bolus using a new, empty cartridge and was advised to replace supplies as necessary and resume insulin therapy.